Event description:
It was reported that during an unknown procedure, the clips will not hold after placing. The clips do not close, not falling in the patient. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Date sent: (B)(4) 2013. Information was not provided by the initial contact. Information is unavailable; device was not returned for evaluation. Additional information: multiple request for return of device have been made, but no device has been returned.

Manufacturer narrative:
(B)(4). The instrument was returned with the cartridge cover cracked. The instrument was returned with the cartridge cover cracked. In an attempt to replicate the event reported, the device was tested for functionality and it was noted to have issues holding the clip on the jaw. The issue found with the completion of the handles cycle, was found to be a result of a non-functional antibackup feature. In order to evaluate the condition of the internal components, the device was disassembled and the antibackup lever was noted to be worn out. The device was disassembled and a cracked was observed on the cartridge cover of the device. It is possible, that the feedbar of the device was being obstructed by the crack causing the partially feed clip. This could also have cause the reported event that the device would not fire. No conclusion could be reached as to what may have caused the cartridge cover condition. The batch history records were reviewed with no anomalies noted during the manufacturing process.